Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
The customer no longer had a service contract with ge oec. No conclusion can be drawn. However, no complaints of pt injury.